Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date, approximately 9 months prior to explant. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A patient underwent revision of a distal femur plate that broke at a screw hole on an unknown date. The fracture was non-union at the time. The original plate was implanted approximately nine months earlier. A tibial nail was also revised with another nail due to a non-union of a segmental tibia. This report is for an unknown femoral plate. This is report 1 of 3 for (B)(4).